Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned was one guide wire. The catheter was not returned. The guide wire was bent and kinked along its length. There was a twist in the wire at the 10cm mark. The core wire was separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld is intact. The core wire measured approximately 60 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.803 mm. This met specification of 0.788 - 0.826 mm per guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the other remarks: guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. A risk evaluation was completed for this complaint issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheterization through subclavian way was successful. When we tried to remove the guide we noticed that the guide hangs so we decided to withdraw both (catheter and guide). There was no problem to remove the catheter but the guide was stuck. The vascular surgeon has performed a new subclavian incision to remove the guide stuck in the tissue. A new catheter was inserted via jugular. The surgery was prolonged of 40 minutes cause this incident.